Event description:
The nurse reported the infusion cannula wouldn't fit into the trocar. The surgeon noticed that the infusion cannula and the trocar are not the same size. A new pack was opened and it had the same problem. Additional info was requested on the event. No pt injury was reported.

Manufacturer narrative:
The samples will be returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).